Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer stated that she went to the hospital because she took her pump off for 2 days which made her go high.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 58 mg/dl at the time of the incident. The customer was at 86 mg/dl at the time of the call. The customer has been in the 80 mg/dl range which their doctor stated was low and should not happen. The customer removed the pump after 2 days of being low and that led to a hospitalization. The customer was used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer believes the pump was over delivering. The insulin pump will be returned for analysis.